Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Shortly after insertion on (B)(6) 2026, the patient was attending an event when he began to feel unwell. He reported receiving "high" glucose alerts from the cgm, despite experiencing symptoms consistent with hypoglycemia. He excused himself from the event and asked his wife to assist in checking his blood glucose. A fingerstick measurement obtained using a glucometer confirmed a bg level in the 40 mg/dl range. While attempting to raise his bg level, the customer lost consciousness for approximately 30 minutes. During this time, his wife provided oral carbohydrates, including a granola bar, apple juice, and a donut, and continued to monitor him to ensure his safety. As a result of the incident, the customer was unable to participate in the event for approximately one hour. After returning home, the customer went to bed early due to feeling fatigued. By the following morning, he reported that he was feeling well and had returned to his baseline condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.